Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number: 2016493-2020-04029.

Event description:
It was reported that for first device fourth bottom left, for second device fourth top right and bottom left, for third device all of second segment and fourth bottom left segment, fourth device second both left side and top right segment were dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that for first device fourth bottom left, for second device fourth top right and bottom left, for third device all of second segment and fourth bottom left segment, fourth device second both left side and top right segment were dim, and therefore, will be replaced. There was no reported patient involvement.